Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 483 mg/dl. Troubleshooting found that their doctor recently changed their settings but a bolus has not lowered their blood glucose. Customer indicated that they will call back if their blood glucose does not go down.